Manufacturer narrative:
Additional data: device evaluation: lens was returned dry in a micro centrifuge vial. Visual inspection found the haptic torn. Claim #: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6, -8.00/1.5/107 (sphere/cylinder/axis) , implantable collamer lens into the patients left eye (os) on (B)(6) 2018. It was reported that on (B)(6) 2018, patient complained of discomfort. On (B)(6) 2018 surgeon tried to repositioning the lens and noticed the lens damaged, the lens was removed and exchanged within the same surgery. It was reported that there was no patient injury and the patients condition is good.